Manufacturer narrative:
The customer's meter and test strips were returned. Replacement products were sent. The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2019 at around 11:00 am the customer received a meter result of 2.4 inr and a laboratory result of 3.3 inr. On (B)(6) 2019 at around 4:00 pm the customer received a meter result of 2.3 inr and a laboratory result of 3.4 inr. The laboratory result of 3.4 inr is only an approximation as the customer was not certain of the specific result. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation of an adverse event. The laboratory results were deemed to be correct. Based on the laboratory results, the customer withheld their warfarin dosage. The results alleged by the customer were not observed in the customer's meter memory. The result on (B)(6) 2019 is 2.4 inr in the customer's meter memory, not 2.3 inr as alleged by the customer.